Event description:
It is reported by the patient's attorney that the patient underwent total right knee revision surgery in 2001. Post op, the femoral component loosened. As a result, in 2003, a second revision of the patient's right knee was performed.

Manufacturer narrative:
The cause of the reported problem could not be determined. No product or x-rays were returned for evaluation. No catalog number or lot number was provided; therefore, the manufacturing records could not be reviewed.